Event description:
Installation of a tunneled catheter for hemodialysis in the left internal jugular vein under fluoroscopy in the interventional radiology unit. (Installation on the left side was necessary due to thrombosis of the right jugular vein observed on the same day.) Initial difficulty in passing the guidewire as it moved upward, but it was finally repositioned under fluoroscopy. Large caliber dilator inserted without difficulty, but resistance encountered when removing the guide, which was found to be kinked. Catheter inserted without difficulty. No blood returns when testing both branches of the catheter, despite the device appearing to be correctly positioned on fluoroscopy. Doubt about the presence of a kink at the distal end of the catheter, which would explain the malfunction. Attempt to remove the catheter to reposition a new one. Desaturation and impaired consciousness after insertion of the new catheter. Cardiac arrest of the patient. Immediate cardiac massage with call to anesthesiologist. Very rapid intubation of patient with recovery of rapid heart rate. Emergency scan performed, revealing massive hemothorax at the vein would site during catheter placement. Clinical consequences: cardiac arrest, transfer to operating block, 4 hour surgery, 4 days in intensive care.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No devices used in the procedure were returned. No specific device fault was identified. From the event description it was concluded that it was a difficult insertion procedure and the outcome was not due to a product issue, it was due to a procedural issue. The instructions for use (IFU) include the following warnings and precautions. Do not insert catheter in thrombosed vessels. Do not advance the guidewire or catheter if unusual resistance is encountered. Potential complications include bleeding, cardiac event (cardiac arrythmia, cardiac tamponade), perforation/laceration of the vessel, hemothorax, and thrombosis preferred site is the right internal jugular vein because it offers a more direct route to the right atrium than the left sided great veins. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.